Event description:
Signs/symptoms/disease being reported - poor rom, seriousness: necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, not related to device, op site events = arthrofibrosis, re-op surgical manipulation under anesthesia, with a resolution of event unresolved as of (B)(6)2008.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.